Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 486 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, occlusion alarms occurred and customer recently adjusted pump personal profile settings. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.